Event description:
I am using the dexcom g7 and have two different settings for alerts. The first, primary, alarms if blood glucose (bg) goes below 80 or above 150 and runs when my second alert is inactive. The second, sleep, alarms if bg (blood glucose) goes below 75 or above 200 and runs from 10 pm to 9am. On (B)(6) 2023 at 2:56am, my sleep settings were activated. However, when my bg went to 152, my alarm went off. Primary seemed to control even though sleep was on. I had reported this issue a while back but did not have specific dates and times. (B)(4) called from dexcom but was unable to evaluate because I did not have those specifics. I hope the information above helps with trouble shooting.